Event description:
According to the available information, a 64- year-old patient, with erectile dysfunction of undefined cause, received an inflatable penile implant on (B)(6) 2020. [The patient] sought the doctor reporting that the prosthesis stopped inflating, consequently making an erection impossible. In clinical examinations, the doctor noted the loss of functionality and opted for revision surgery carried out on (B)(6) 2024, when cylinders and pump were replaced. The doctor reported the event as a mechanical blockage of the pump for an undefined reason. The patient is currently doing well and has had his erectile function restored.

Manufacturer narrative:
Titan touch pump and cylinders 1 and 2 were received for evaluation. Abrasion was noted on both exhaust tubes and the inlet tube of the pump. No functional abnormalities were noted with the pump. A group of striations, indicating contact with unshod instrumentation, was noted on the exhaust tubing of cylinder 1 and cylinder 2. This is a site of leakage. The information received indicated the device was not able to inflate, but because no functional abnormalities other than instrument damage were noted with the returned components, the complaint could not be confirmed as reported. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed unshod instrument separations in the exhaust tubing of cylinder 1 and cylinder 2 occurred after the device packaging was opened. In addition, because the expected use of this device combined with the observed separation would have resulted in an earlier detected fluid loss, it was concluded that the separation most likely occurred during or after explant. This separation is not associated with the cause for failure. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformance's and capas revealed no trends for this lot.

Event description:
According to the available information, a 64- year-old patient, with erectile dysfunction of undefined cause, received an inflatable penile implant on (B)(6) 2020. [The patient] sought the doctor reporting that the prosthesis stopped inflating, consequently making an erection impossible. In clinical examinations, the doctor noted the loss of functionality and opted for revision surgery carried out on (B)(6) 2024, when cylinders and pump were replaced. The doctor reported the event as a mechanical blockage of the pump for an undefined reason. The patient is currently doing well and has had his erectile function restored.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated.